Event description:
A customer contacted beckman coulter inc. (Bci) regarding the ise drain not working properly in the unicel dxc 800 pro synchron chemistry analyzer. No injury was reported for this event.

Manufacturer narrative:
The customer indicated that she discovered a large clot in the drain solenoid. Customer disassembled, cleaned, and then re-assembled the ise drain. No service needed for this case; issue was resolved by customer.